Event description:
2/5/2025 customer emailed saalt customer support stating that they required a medical removal of their small saalt disc which required antibiotics. Saalt asked for customer contact to send information, photos, and customer's care routine. Customer responded on 2/7/2025 with the requested information. A saalt disc cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the disc. The instructions given are adequate to remove the disc, but the customer chose to seek medical attention. Complaint is determined to be customer error. Instructions for use (IFU) states to remove the disc: "consider removing your disc in the shower or while sitting on a toilet. Insert your finger behind your pubic bone to feel for the rim of the disc. Hook your finger behind the removal notch, gently pulling down on the grip lines to untuck the saalt disc." It also states that "if you can't reach your disc when inserted, don't sweat it! The disc won't get lost inside the vagina. Your disc can move higher if you have a high cervix. Walk around, wait 30 minutes, and try again, or switch to a different position. If you are sitting on the toilet, try squatting low in the shower or vice versa. You can use your pelvic muscles to move your disc lower; this will feel similar to having an easy bowel movement. Do not strain and keep breathing deeply while doing this. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.